Manufacturer narrative:
Supplement #1 - medwatch submitted to the FDA on 25/mar/2020. Additional information: d4.

Manufacturer narrative:
Further information has been requested from the presenter regarding: additional information regarding the reported event, physician information, patient information, and device information. The presentor indicated that they had not seen this patient, and that they would not provide the name of the patient's treating physician. A review of the instructions for use notes the following: warnings: only physicians possessing sufficient skill and experience in similar or the same techniques should perform endoscopic procedures. Adverse events possible complications that may result from using the endoscopic suturing system include, but may not be limited to: abdominal pain and / or bloating, infection / sepsis, acute inflammatory tissue reaction.

Event description:
Reported during a medical conference presentation: a patient who underwent an endoscopic sleeve gastroplasty (esg) utilizing the overstitch endoscopic suturing system was noted to have a gallbladder perforation (peritonitis). Additional information noted, "patient underwent surgery 3 days after the procedure due to severe abdominal pain and signs of sepsis. After the surgery [the patient] did well, with no more complaints."